Event description:
It was reported to boston scientific that during a endoscopic retrograde cholangiopancreatography (ercp) procedure, the autotome rx sphincterotome autotome had very poor orientation to the papilla, making it impossible for the physician to get proper position to cannulate and access the duct. The physician attempted to use another of the same device, but due to apparent tumor in the bile duct, was unable to access the duct and complete the procedure.